Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable pulse generator (ipg) was explanted due to normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family that the implantable pulse generator (ipg) was "wearing down" following eleven years in service. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.